Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for cerebral palsy and intractable spasticity. The dose was stated to be more than 325 mcg/day it was reported that at an unknown date, sometime between 2011 and 2012, the patient believed that they overdosed 6 or 7 times after being in hot tubs. It was noted that while the patient's pump was working, they overdosed after being in a hot tub. It was indicated that patient did not see their hcp for the issue and didn't think to tell the hcp about it. It was also noted that the issue resolved on its own. According to the patient, sometimes they felt sick like when they overdosed. The patient also reported that they had their pump medication reduced a couple of times in the past, earlier in 2014. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.